Event description:
A physician reported a pt who was skin tested on 13 july 1999 with no response. On 25 july 1999, by early evening, the pt noticed a couple of "itchy spots" on legs. By 26 july 1999 a rash had appeared on hands, both forearms, lips and in the hairline. On 27 july 1999 the pt was seen by the office nurse(physician not available) with sympyoms of itching rash, fever, lips slightly swollen, and slight shortness of breath. No local symptoms were observed at the test site. Since the pt was frbrile, panadol was prescribed. The pt was immediately referred to an emergency care facility. Cortisone(route unk) was administered. Claritin and prednisolone were perscribed. On 28 july 1999 the pt was seen feeling improved but rash was still transient and the pt claimed flu-like symptoms. The systemic sympyoms were probably product related according to the physician. The symptoms appeared to have been mildly alleviated by the above medication.